Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a review of the pump histories show a replace cartridge alarm on (B)(4) 2012, at 17:13; the alarm was confirmed and deliveries were resumed the same day at 18:09. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A normal 10unit bolus and a 10unit audio bolus were successfully performed and both were accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.

Event description:
On (B)(6) 2013 the reporter contacted animas to return the pump, stating that while the patient was on the pump his blood glucose (bg) was over 500mg/dl. Additional information was not provided at the time of the initial call. Customer technical support made multiple attempts to contact the patient for additional information and to complete troubleshooting. The patient contacted animas on (B)(6) 2013 stating that he wore the pump for approximately three days and that the pump "was not working." The patient could not elaborate on a specific malfunction, but noted that his bgs were not controlled on the pump and he does not know why. The patient stated that he was using more insulin than normal and that his bgs ranged from 200mg/dl to 500mg/dl and then he stopped using the pump. The patient denied signs or symptoms of hyperglycemia. The patient declined to review the pump, stating that the educator had set the pump up and all settings wee correct. The patient also stated that he went over insertion technique of the infusion sets with the educator and found no issues with insertion technique. The patient stated that he corrected the elevated bgs with insulin pen, and his bgs responded. This complaint is being reported due to the allegation that the patient experienced hyperglycemia while using insulin pump therapy and due to the allegation of a non-specific pump malfunction.